Manufacturer narrative:
A partial lead with the connector pin measuring 27.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
UDI not available as product was manufactured on or before sep 23, 2014. Further information was requested but not received.

Event description:
It was reported that the patient passed away. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Related manufacturer reference number: 2017865-2021-24139, 2017865-2021-24140.